Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2018 dtma1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire became stuck in the lead and could not be removed. The lv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a kinked/buckled guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the competitor guidewire stuck in lead. Visual inspection found the guidewire tip was kinked inside the lead tip nose. Kinked wire was obstructed by the lead conductor. When trying to pull the guidewire out of the lead, guidewire coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.